Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign matter clogging the nozzle could not be identified and root cause of the issue could not be determined, as no additional information was reported or is available. The event can be detected and or prevented by following the instructions for use which state: - "chapter 3 preparation and inspection 3.3 inspection of the endoscope and 3.8 inspection of the function in combination with related equipment". ¿inspection of entire endoscope¿ - 9. Visually check that there are no abnormal protrusions, dents, or deformations in the air/water nozzle at the tip of the endoscope. ¿inspection of objective lens surface cleaning function¿ ¿inspection of water supply¿ - ¿1. Cover the air/water button hole with your finger. - 2. Push the button while covering the hole. Ensure that water flows across the endoscopic image¿ information from customers reprocessing questionnaire: - the device was not cleaned, disinfected, and sterilized before before sent it to olympus - it is unknown if the device the device air/water nozzle was flushed with water and air olympus will continue to monitor field performance for this device.

Event description:
The customer originally returned his olympus gastrointestinal videoscope due to an air/water leakage problem. There was no patient harm reported from the above event. During the device evaluation, it was discovered that the unit had undergone insufficient reprocessing as foreign material was discovered clogging the nozzle. This report is being submitted to capture the insufficient reprocessing found during the device evaluation.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was confirmed. As noted in the event section, the nozzle was found clogged by foreign material due to insufficient reprocessing. Additionally, the distal end adhesive was found damaged. The switches were scratched. The connectors and light guide bundle were both flooded. The light guide and objective lens adhesives were both found compromised. If additional information becomes available following the device evaluation, a supplemental report will be filed.